Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1310804) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci clinical specialist that a (B)(6) male pt underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the femoral head via a sheath (model and size unk). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6mm. Following the procedure, the physician who is in training, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was prepped per the IFU. After the device was introduced and the inflation indicator popped up. The physician pulled back to the first stop at which time the entire device pulled through. It was noted that the balloon had burst. The physician was able to introduce a guide wire through the procedural sheath to fully engage the procedural sheath back into the artery. A second mynxgrip vascular closure device 6f/7f was prepped and deployed successfully. The pt was hospitalized. The pt's discharge date was not reported. The pt's hospitalization was not mynx device/mynx procedure related.